Manufacturer narrative:
Concomitant medical products: product ID: ddmd3d4, product type: ICD, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited under-sensing during atrial fibrillation (af) episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.